Event description:
The customer reported that the "wireless mp 50 has lost its ability to communicate with a patient information center". A patient expired.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.